Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer reported that they did troubleshooting and found out that the gde (gas delivery engine) needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the avea ventilator was alarming vent inop(inoperable), does not cycle, has no pressure build and it does not pass the leak test. The customer confirmed that there was no patient involvement associated with the reported event.